Manufacturer narrative:
Clarification to brand name: style 110 silicone gel filled breast implant. Clarification to device catalog number : 27-110181. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture with silicon effusion on the right side, capsular contracture (baker grade iii).

Event description:
Healthcare professional reported "rupture with silicon effusion on the right side, capsular contracture (baker grade iii). Breast is hard, deformed but without pain." Device has been explanted.